Manufacturer narrative:
The product was not returned for evaluation and the lot number was not provided; therefore, a device history review (DHR) could not be performed. Based on the information provided the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of ths investigation.

Event description:
It was reported that the facility has experienced an unspecified number of cases involving possible tass or other post-operative inflammatory occurrences potentially associated with this product. Add'l info has been requested but has not been rec'd.